Event description:
It was reported that, during a cori assisted tka surgery, the real intelligence robotic drill presented a "system time out" error when the surgeon went to mill his tibia. Troubleshooting was done, but the error persisted. It was attempted to swap the ri robotic drill attachment but it was stuck and could not be disassembled from the drill. Procedure was resumed, after a non-significant delay, by changing to manual technique. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the ri robotic drill p/n rob10013, (B)(6) used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported drill attachment stuck problem was confirmed. The drill attachment could not be removed manually. The drill attachment could not be removed through the kpc unlock process. The drill was disassembled and an attempt was made to force the carriage forward. This did not resolve the issue. The motors were removed and the carriage was free to move to unlock position. The drill attachment could be removed. The drill was reassembled and a known good drill attachment was attached and detached. The most likely cause of this event is the drill attachment retaining nut has unthreaded from drill attachment. This places additional force on the drill nose piece and will not allow the carriage to properly extend/align prohibiting the drill attachment from rotation and removal. A case was created and no timeout errors presented during the case. Although the reported timeout error problem was not confirmed, a factor that may have contributed to the reported symptom may have been associated with a possible internal exposure motor connection issue. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. Refer to the real intelligence cori for knee arthroplasty user manual, section setting up a cori knee procedure: setting up the instruments, connecting the robotic drill for proper set up and handling. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from the us, it was reported that, during a cori assisted tka surgery, the real intelligence robotic drill presented a "system time out" error when the surgeon went to mill his tibia. Troubleshooting was done, but the error persisted. It was attempted to swap the ri robotic drill attachment but it was stuck and could not be disassembled from the drill. Procedure was resumed, after a non-significant delay, by changing to manual technique. No patient complications were reported. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities.

Manufacturer narrative:
H3, h6: the ri robotic drill p/n rob10013, sn (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported drill attachment stuck problem was confirmed. The drill attachment could not be removed manually. The drill attachment could not be removed through the kpc unlock process. The drill was disassembled and an attempt was made to force the carriage forward. This did not resolve the issue. The motors were removed and the carriage was free to move to unlock position. The drill attachment could be removed. The drill was reassembled and a known good drill attachment was attached and detached. The most likely cause of this event is the drill attachment retaining nut has unthreaded from drill attachment. This places additional force on the drill nose piece and will not allow the carriage to properly extend/align prohibiting the drill attachment from rotation and removal. A case was created and no timeout errors presented during the case. Although the reported problem was not confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may be associated with an intermittent failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Refer to the real intelligence cori for knee arthroplasty user manual, section setting up a cori knee procedure: setting up the instruments, connecting the robotic drill for proper set up and handling. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.